Event description:
Customer reported via phone call, she was having issues with the sensor having inaccurate readings and activating the threshold suspend when blood glucose are normal. Sensor reading will be 64 mg/dl and blood glucose was 170 mg/dl. Troubleshooting was performed and customer was advised to replace the sensor. Customer is returning the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specification. Performed bicarbonate buffer test and the sensor passed with accurate readings.